Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged moisture damage and cosmetic damage located at the back of the insulin pump found on (b)(64), 2022. The insulin pump failed to rewind due to insulin pump error stuck motor alarm. Unable to perform displacement test. Insulin pump failed self test due to insulin pump error. Verified insulin pump alarmed insulin pump error 38 during testing on (B)(6), 2022 at time 07:53:10.000 due to moisture damage on the motor. Verified insulin pump alarmed insulin pump error during testing on (B)(6), 2022 at time 07:54:53.000 due to moisture damage on the connector. The insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, motor, and force sensor. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Cosmetic damage was confirmed at the back of the insulin pump. Insulin pump error confirmed due to moisture damage on the motor. Insulin pump error confirmed due to moisture damage on the connector. Insulin pump exposed to moisture confirmed on electrical board 1, electrical board 2, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic stated that the cracked in back side of insulin pump. Customer stated that the insulin pump was exposed to moisture and stopped working. No harm was required during medical intervention. The device was returned for analysis.